Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead had fractured, resulting in the delivery of 2 inappropriate shocks and over 31 bursts of inappropriate anti-tachycardia pacing (atp). Tachy therapy was programmed off and the patient will remain in-patient until lead revision can be performed. This rv lead remains implanted at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead had fractured, resulting in the delivery of 2 inappropriate shocks and over 31 bursts of inappropriate anti-tachycardia pacing (atp). Tachy therapy was programmed off and the patient will remain in-patient until lead revision can be performed. This rv lead remains implanted at this time. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead had exhibited a sudden spike to high out-of-range pace impedance measurements greater than 3,000 ohms. Since then, the patient began receiving inappropriate therapy due to noise with oversensing. During in-office device interrogation, tachy therapy was programmed off and the physician was informed of this change. This rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead had fractured, resulting in the delivery of 2 inappropriate shocks and over 31 bursts of inappropriate anti-tachycardia pacing (atp). Tachy therapy was programmed off and the patient will remain in-patient until lead revision can be performed. This rv lead remains implanted at this time. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead had exhibited a sudden spike to high out-of-range pace impedance measurements greater than 3,000 ohms. Since then, the patient began receiving inappropriate therapy due to noise with oversensing. During in-office device interrogation, tachy therapy was programmed off and the physician was informed of this change. This rv lead remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to lead fracture. No additional adverse patient effects were reported.